Event description:
Event description cpi received information that this bipolar endocardial tined lead (0010) was removed from service due to oversensing, the patient was recieving inappropriate shocks. An invasive procedure was performed and the physician noted clavical ware on the lead, he elected to replace the lead.